Event description:
This procedure was to remove two cardiac leads due to infection. The leads were prepped with llds and extraction began with a glidelight laser sheath. A tear at the svc/ra junction occurred. A sternotomy was performed to attempt repair of the injury. The intervention was unsuccessful and the patient expired. This report will be made against the glidelight as the potential mechanism of injury.

Manufacturer narrative:
Voluntary medwatch from facility. (B)(6) female admitted on (B)(6) with acute right side back pain x 24 hours. Unable to ambulate, pt. Denies injury. Pt. With history of stomach cancer, iddm and congestive heart failure. CT imaging noted abscess at lumbar/gluteal region. Pt. Admitted to ICU on (B)(6) to r/o source of infection. Pt. Continued to decline with new muffled heart tones and respiratory distress. Abscess ruled out. Acute renal failure. (B)(6) and c.diff colitis. Cardiology consult, (B)(6), concerned regarding secondary seeding of ICD leads. On (B)(6) pt. To operating room (or) for laser lead extraction complicated by 4cm ra/svc tear. Mass transfusion protocol initiated. Family notified and elected comfort measures. Pt. Expired (B)(6) 2016.